Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/01/2019. H3 device evaluation summary: photo evaluation: a photo was provided of product code vcp358, lot pd2282 for evaluation. Upon visual inspection of the picture, a parked detached needle on a labeled winding former was observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the complaint could be confirmed, however the cause could not be determined. H3 device evaluation summary: it was received for analysis an empty labeled winding former and a detached needle of product code vcp358. The suture was not received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Slightly marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿was reported that the problem of pulling off suture needle happened during the cesarean section¿.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The suture needle pulling off suture during use. Changed another one to complete surgery. No additional information could be provided. There were no adverse patient consequences reported.